Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal end to end anastomosis according to the reporter: after the instrument has been fired, it was noticed that the staple line of the anastomosis was not complete. A new stapler was used for re-anastomosis, which resulted in a loss of tissue. The operating room time was extended by 40 minutes. There were no adverse events associated with the extension of operating room time. No reinforcement material was used. There was no blood loss greater than 500ml.